Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin@home transmission. Upon interrogation of the implantable cardioverter defibrillator (ICD), myopotential oversensing which inhibited pacing was noted. The low level, high frequency noise was noted on the electrogram. Programming changes were recommended. The patient was stable.